Event description:
Per additional information received, the patient has experienced mesh failure requiring excision surgery, pelvic pain secondary to mesh failure, chronic pain and prolapse secondary to mesh failure.

Manufacturer narrative:
Tracking number (B)(4). Supplemental report sent to FDA on 11/19/2013. Exemption number: 2013003. Covidien is submitting this report on behalf of c.r. Bard., (importer). Bard's tracking number: ((B)(4)).

Event description:
Per additional information received, the patient has experienced recurrent stress urinary incontinence, abdominal pain, bowel perforation, dyspareunia, recurrent or chronic vaginal or bladder infections.

Manufacturer narrative:
H11:section a through f the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced post-operative nausea, post-operative vomiting, cystocele, pelvic pain radiating into low back, rectovaginal tear, blood loss, pelvic discomfort, failed conservative measures, mesh, failure (failure of implant),mesh fibers eroding into rectum (erosion), recurrent urinary tract infection, blood in urine (hematuria), leukocytes, abdominal pressure, rectal pressure, stabbing sensation with sitting, diverticulitis, left pubococcygeus muscle tenderness, muscle strain, left pelvic sling spasm (muscle spasm), vaginal fullness, aching, sensation of something falling out, urinary frequency, nocturia, urge and stress urinary incontinence, urgency, incomplete bowel emptying, insomnia (sleep disturbances), blood in stool, external genital atrophy, anal fissure and required additional surgical and non surgical interventions.